Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample as well as a photograph was provided for evaluation. The picture showed the presence of a whitish precipitate in the access circuit of the set, which is especially visible in the filter¿s pod. The returned sample contained a transparent liquid in its line, indicating it had been primed. The whitish precipitate was observed on the sample. Third-party laboratory analysis confirmed the white material observed in the filter pod as nafamostat mesylate (futhan medication). This presence of futhan, either already in the priming solution, or injected in the prismaflex set just upstream the filter pod through the anticoagulant line, caused the observed white precipitate to form in the priming solution. Therefore, it has been determined that the reported condition is not product related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the filter pod on a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.